Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports late occurrence of granulomas on all injection sites on patient injected with [unspecified] juvéderm® voluma¿ and [unspecified] juvéderm® volift¿ on marionette lines and nasolabial fold. Granulomas diagnosed by biopsy. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00695 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, [unspecified] juvéderm® voluma¿.